Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix damage and retraction issues. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.